Manufacturer narrative:
The implant date, lot number, manufacture date, expiration date were unable to be obtained through good faith efforts. The data was obtained through a review of the surgical history previously provided by the physician. There was no device available for analysis. The reported patient symptoms are a known risk associated with implants of these device as indicated in the instructions for use (IFU). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced urinary incontinence, which led to an in-clinic evaluation. The physician performed a cystoscopy and determined that the cuff had eroded the urethra. Therefore, a replacement procedure was scheduled. During surgery, the entire aus was removed and replaced. It is suspected that the cuff size was bigger than required, and that it contributed to the erosion development. No additional patient complications were reported.